Event description:
Excessive shedding of blade, the site was flushed but the surgeon is not 100% certain that all material was removed. Marketing was present for case, it was confirmed that the surgeon was using the wrong blade for what he was trying to accomplish.

Manufacturer narrative:
(B) (4)device is not being returned for evaluation.(B) (4)